Manufacturer narrative:
A beckman coulter fas ( field application support) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective photometer lamp. The fas replaced the photometer lamp to resolve the issue. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneous results on multiple analytes on their au5800. The customer did not provide any examples of the erroneous results; however mentioned albumin and urea. No results were released from the laboratory; thus, there was no change to patient treatments occurred. There were no reports of calibration or quality control issues prior to this issue.